Manufacturer narrative:
This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Zoll medical corporation evaluated the device based on the customer allegation. The readiness test was unable to execute at its scheduled time since the device was in use on a patient. The device did try to re-execute the test at a later time as expected per the design. Evidence in the device log suggests that the device recognized a patient was attached and aborted the readiness test in each instance. The device operated as designed, and there was no potential for patient harm. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device performed an automatic readiness test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the patient received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.